Manufacturer narrative:
Investigation summary: visual inspection of the reagent metering probe dispense stream indicated that a partial occlusion was present. Datalogger analysis indicated that the reagent metering probe was not optimally delivering reagent to the sample wells. An ocd field engineer replaced the probe and made appropriate adjustments. The root cause of this event was a partially blocked reagent metering probe.

Event description:
The customer observed condition codes posted on the analyzer. Under these conditions an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.